Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative of the customer reported via phone call that the customer experienced a high blood glucose level of 402 mg/dl with ketone and 358 mg/dl. The representative did not report a form of treatment. The customer's blood glucose at the time of the phone call was 225 mg/dl. The representative declined troubleshooting and directed the customer's mother to call the helpline for further troubleshooting. The product was not returned for analysis.